Manufacturer narrative:
(B)(4).

Event description:
New information received notes that another instance of high, out of range, low voltage impedance was observed. No other electrical anomalies were noted. Patient will be monitored with routine follow up.

Manufacturer narrative:
(B)(4)

Event description:
New information received: it was reported that, high, out of range, high voltage lead impedance was observed. Lead impedance measure was normal during another follow up. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation it was noted that the patient's rv pacing lead impedance was out of range. Capture thresholds and sensing were normal and stable and no noise was present. An x-ray was taken and no programming changes were made.

Event description:
New information received: a new read of high, out of range, pacing lead impedance was observed and the remainder readings were normal and in range. All other measurements were normal as well. Patient will continue to be monitored.